Event description:
The customer reported that the insulin pump alarmed during the manual prime process. Advised the customer revert to back up plan. The customer's blood glucose reading was 303mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.